Event description:
Report rec'd of air noted in the pt line. The pt was receiving fentanyl 10mcg/ml at unspecified settings through the pca leg of the administration set. According to the customer contact, d5lr was infusing via the primary IV leg of the administration set at an unspecified rate. It was reported that the rn noticed that there were bubbles on the pca side of the administration set "y" all the way back up to pca syringe, which was empty. It was reported that the rn did not get any alarms until she noticed the bubbles and began to "manipulate the device". The customer contact states she does not feel the pt got any air, because the tubing from the primary IV through the "y" of the administration set, all the way to the pt was fully primed with fluid. There was no reported adverse pt event. Though requested, there was no further info available.